Event description:
The pt (B)(6) rec'd her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt felt a burning sensation at the ipg pocket site. The pt reported that the pain comes and goes whether stimulation is on or off. The physician explanted and replaced the ipg on (B)(6) 2011. It was reported that the pt was programmed one hour postoperative, and the issue did not recur. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.